Manufacturer narrative:
Initial reporter occupation: sr. Global post market surveillance specialist. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. DHR review: release date: 3/27/2020. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0079121 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the 3 ml bd luer-lok" luer-lok" tip experienced leakage at the connection site during use. The following information was provided by the initial reporter: complaint 1 of 2. Event description: caller reported needle is leaking where the needle connects to the syringe. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no product with issue - bd 26 g, 3/8"" needle, pn 305110 & product with issue - bd 3ml syringe, pn 309657 product lot # - needle: 9350594 syringe: 0079121 did issue cause any injury? - no did customer require medical intervention? - no is product manufactured by bd? - yes.